Event description:
I had essure coils permanent birth control placed in (B)(6) 2008, 3 months after birthing my second child. I have since had worsening pms symptoms and horrible pelvic, back, hip, and leg pain especially on my left side. I started having symptoms I never had before such as menstrual migraines, tender breasts, cysts on my breasts, extreme fatigue, dizziness, shooting pains in my lower abdomen and back and down my left leg. I've had us, cat, and laparoscopies over the years, but not much was found. Yesterday ((B)(6) 2016) I had an ultrasound abdominal and transvaginal. During the transvaginal ultra sound I was having severe pain while the radiologist was checking my left side. The results of the ultrasound found that the left side essure coil could not be found. It appears to have migrated somewhere unknown as of yet. My gynecologist has suggested another laparoscopy, hysteroscopy, and removal of both my fallopian tubes with the essure devices. It remains to be seen what type of damage may have been done by the migrating device and where it has ended up. I am choosing to seek alternate opinions, since this seems more serious than my doctor wants to admit. I know by my doctor's confirmation that this device is the cause of my severe pain. Not the other diagnoses of hip bursa, sciatica, constipation that I've been given in the past. I will update the FDA with more information as we delve deeper into this issue.